Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported that an artifact appeared on scanned images. There was no report of misrepresentation as a result of the artifact. A philips field service engineer (fse) confirmed there was no harm to a patient and no report of misrepresentation and/or mistreatment as a result of this reported issue. The fse reviewed the error logs, evaluated the system and found the compensator in the a-plane compensator was broken. The fse replaced the compensator to resolve the issue. All calibrations were completed successfully and the system was returned to clinical use. This issue has been determined not to be a reportable event.